Manufacturer narrative:
The investigation into the aic - buzzer/ alarm malfunction issue has been completed since the initial report was submitted. The console was returned and tested. The reported failures were unable to reproduce upon initial bootup in the lab; however, there was an intermittent and faint static-like audio observed from the speaker. The root cause of the issue was not determined. The console was not making an old telephone ringing audio; however, a faint static background sound would intermittently be observed. The cause of the aic issue was a defective impellatronics board.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support that was successful for over 2 weeks despite aic (automated impella controller) alarms. The aic buzzer malfunction did not cause harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.